Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Event description:
It was reported that the patient had left chest pain that was reproducible to touch. Samples from removed tissue were sent for culture. All wound cultures were negative.

Manufacturer narrative:
The thoracotomy was previously investigated under MFR #2916596-2019-04195. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a woundvac placed on (B)(6) 2019. The patient was treated with oral and parenteral antibiotics.

Event description:
It was reported that the patient was treated with incision and drainage of chest abscess. On (B)(6) 2019 a small area of fluctuance was noted along the old thoracotomy site (previously reported in MFR #2916596-2019-04195). On (B)(6) 2019 CT scan revealed 1.3 cm encapsulated fluid collection in the skin/superficial soft tissue of the left chest wall. On (B)(6) 2019 - patient underwent incision and drainage. Skin, subcutaneous tissue, and fascia were removed. No obvious pus was encountered. The excised tissue was sent for culture. Multiple requests for additional information were sent; however, no additional information was provided.